Event description:
Md tested suctioning prior to using scope and it appeared to be working properly. Bronchoscope was started and suction seemed weak. Md changed to new bronchoscope and procedure was completed. After exam it was discovered that the biopsy valve on the malfunctioning bronchoscope was loosened. No adverse outcome to pt.